Manufacturer narrative:
The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) paused during the pumping cycles. However, there was no patient injury or harm reported.